Event description:
It was reported that during a moderately tortuous, moderately calcified, concentric, 99% stenosed, mid, left anterior descending (lad) artery stenting procedure, during pre-dilatation, a nc trek balloon dilatation catheter (bdc) was advanced without resistance and with the first inflation, at 14 atmospheres, the balloon ruptured. The nc trek bdc was removed and a non-abbott bdc was used for pre-dilatation. A xience prime stent was deployed to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.